Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) on the right ventricular (rv) lead channel. It was noted that there was a stored pacemaker mediated tachycardia (pmt) episode as well as possible oversensing of the r-wave on the right atrial (ra) lead channel. Technical services (ts) analyzed device episode data and provided programming and lead evaluation recommendations as troubleshooting. It was noted that the patient has a follow-up appointment scheduled where a chest x-ray will most likely be taken. The rv lead was not manufactured by boston scientific. No adverse patient effects were reported. Currently, this pacemaker system remains in service.